Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the stations were not showing any patients. A technical support specialist, structured query language databases being unavailable, resulting in services not being able to run properly. A technical support specialist restarted mssqlserver services on the database server; database connections were restored and restarted messaging services and patients/orders began crossing again. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported that when using the pyxis medstation es systems were not showing any patients. The customer stated that when she tried to access the es server, it showed an error message. The customer stated that there was a delay in dispensing medication since users had to remove medication on temporary profiles. There were no adverse events or injuries reported based on this event.